Event description:
Hospital contacted natus to report cooling cap (product # 60010) malfunction. Device failed to perform to specification. Device monitor screen froze during use. Hospital contact informed natus, that they were aware of the freezing issue prior to treatment. No other details provided by the facility.

Manufacturer narrative:
Reported device is part of an ongoing field corrective action ((B)(4)). "The olympic cool-cap's control module has experienced a frozen screen during use. When this occurs, the on-screen information remains on display, but the system is no longer providing cooling treatment to the infants. The visible clock displayed at the upper right hand corner of the screen stops advancing." Natus contacted hospital facility to advice of failure via fedex mail. Hospital facility did not respond to the corrective action notice delivered to them on 12/12/2012. Natus anticipated that there will be no follow-up to this report, as the issue is understood, and currently being corrected. If the new information becomes available, the follow-up will be filed for this incident. No other information is available. (B)(4).